Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his one touch verio 2 meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred in (B)(6) 2015 which he felt was due to "bad test strips". The patient denied taking any medications to manage his diabetes and continued with his usual diabetes management routine as a result of the alleged product issue. The patient claimed that "5- 6 months" after the alleged product issue began, he developed the symptom of "numb on left side". The patient denied receiving any treatment. At the time of troubleshooting, the cca noted that the patient did not have testing supplies to resolve the issue. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.